Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient in (B)(6) 2025, had painful shocking stimulation after a fall. The patient stated the device had not worked as well after fall. The patient experienced occasional pain, discomfort,  and had a return of baseline symptoms of increased bowel incontinence. The issue was ongoing. Additional information was received from a manufacturer representative (rep). The rep reported that the fall effect on the implant was unknown. The patient mentioned that an xray was taken after the fall but did not specify if it was analyzed by their implanting physician. The patient stated that the painful stimulation was most noticeable in (B)(6) 2025, right after their fall. The rep saw them in the office on (B)(6) 26 and had weekly calls, ((B)(6) 26 and (B)(6) 26) and tested different programs to gauge the sensory response at each. It was unknown if the issue was resolved, they were utilizing different programs. The patient saw symptom benefit from a few, but feels a "scratching" sensation. The rep clarified the patient was referring to symptom control when they stated the device was not working after the fall. Also on (B)(6) 26 regarding the painful shocking stimulation, the rep tested programs 1-4 and analyzed the sensory response. The patient was sent home on the most comfortable program which they described as a fluttering sensation. Since then they had called them weekly to see how the sensory has transformed and what level of symptom relief she was receiving. The issue was not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.